Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline power fault alarm occurred. All power connections and driveline connections were secured. There was no apparent damage to the driveline cable. Log files were sent for review. The event log captured driveline power faults (power a) starting on 23sep2025 at 12:29 and continued for the remainder of the log. The modular cable and system controller were exchanged which resolved the alarm. Upon further investigation, the patient's wife had been cleaning the modular cable connection site with the same chlorhexidine gluconate (chg) swab that they used to clean the driveline exit site, so it was suspected that moisture exposure was the culprit. A small amount of debris was removed from the modular cable which was most likely from the chg swab. Corrosion on the pump side of the modular cable was not seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis; however, the heartmate 3 system controller (serial number: (B)(6)) was not returned for further analysis and no photos were submitted for review. Log files were submitted and data from the event date 23sep2025 was reviewed. The log files captured driveline power fault alarms from 12:29:13 to the end of the log file at 14:21:31. No other notable alarms were observed in the submitted log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information states exchanging both the modular cable and system controller resolved the alarm. Upon further investigation, the patient's wife has been cleaning the mod cable connection site with the same chg swab that is used to clean the driveline exit site. Patient and wife were reeducated on cleaning the modular cable connection site. No product would be returned for further analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the modular cable. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.